Manufacturer narrative:
B1: corrected to adverse event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a company representative (rep) clarified that the patient presented to the hospital with chest pain, unrelated to the pump, and was admitted. It was determined that the patient had gallstones and became septic. After treatment for sepsis, gallstone, and gallbladder removal, the issue of redness around the pump was resolved. The patient was being managed for pain while at the hospital as the hcp had turned the pump to minimum rate so that it would not go empty. The hcp does not plan on explant the pump at this time and will fill the pump when patient is released from hospital. The issue was noted to be resolved. ***MDR decision updated to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event.***

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving an unknown drug via an implantable pump. It was reported the patient came to the healthcare provider¿s office for a refill and the healthcare provider reported redness and fluid directly around the pump. The cause of the event was undetermined. The diagnostics and troubleshooting performed was the patient was sent for a CT scan and per the healthcare provider nothing abnormal noted on the scan. The actions and interventions taken to resolve the issue was they rescheduled the pump fill for monday (B)(6) 2021 and they would reassess at that time. It was unknown if the issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. Additional information was received from a company representative (rep) on (B)(6) 2021 indicated, per the healthcare provider (hcp), the patient was currently being managed in the hospital for withdrawal symptoms as the pump had not been able to be filled. The redness around the pump has not resolved. It was noted the patient was sent to infectious disease and nothing was found. The plan is to explant the pump, exact date unknown at this time and keep the the catheter in place. Allergy suspected. Reviewed options for allergy testing and ligating the catheter.